Manufacturer narrative:
(B)(4). Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would result in a weak aiming beam thereby confirming the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was dornier 20 watt console. According to the complainant, during preparation and outside the patient, the laser fiber was plugged into the laser unit and there was no aiming beam available. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector. Please refer to additional MFR narrative for full investigation details.